Event description:
Boston scientific received information that the estimated battery longevity indicated 3.5 years remaining. At the last check, six months ago, the estimated battery longevity was 5 years. Boston scientific technical services (ts) explained that the battery might be on the edge of one of the charge bins and that may cause the longevity to drop to keep 90 days from elective replacement time (ert) to end of life (eol). It was noted that all daily measurements were present and the device was functioning appropriately. A memory dump was received that noted the measurements were different than they were six months ago when the 5 year longevity was provided. It was concluded that the device appears to be functioning properly. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.